Event description:
In 2007, it was reported to boston scientific corp that a hydra jagwire guidewire was used in an endoscopic retrograde cholangiopancreatography, procedure (pt age and gender unk). According to the complainant, during the procedure, "the tip of the wire sheered off into the common bile duct." The physician was unable to retrieve the detached piece. "For it is stuck in the duct." Next, the physician "did a balloon sweep, and ran through a basket to retrieve the broken piece, and could not." At this time, the complainant stated the physician "thought {the guidewire tip} would pass normally" and aborted the case. It was further reported that, "the pt has a pancreatic mass, and, if the pt is a surgical candidate, (the) doctor will re-sect the pancreas, and the wire will come out. Otherwise they will put a stent in and leave the broken product there." After the procedure was aborted, the pt was reported to be in "stable" condition ans was discharged.

Manufacturer narrative:
The complainant indicated the device has been disposed and will not be returned for eval. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unk. A device history record review and product complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.